Manufacturer narrative:
An event regarding seizing device involving a pegged universal notch guide was reported. The event was confirmed. Method & results: visual inspection of the return device confirms that the 2 devices show galling, this was cause during an off axis overload creating deformations on the mating sections of the devices during the use of the device. Review of the device history records indicates the lot was manufactured and accepted into final stock. There have been no other events for the lot referenced. Conclusions: the investigation concluded that seizing of the devices was caused by the matting guide of the devices contain galling that was created most likely by off axis overloads during the 9 years of use.

Event description:
It was reported that the surgeon used the #3/#5 punch to #6 femoral notch preparation block. The #3/#5 punch stuck with the guide, but it could be removed with slide hummer. After the event, #7/#9 punch was used properly and the procedure was completed.